Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 6f navarre drainage catheter locking pigtail segment was returned for sample evaluation. Along with return sample two electronic photo was provided for review. Visual, microscopic visual and functional evaluations were performed. The cannula and the catheter were locked into place at the catheter hub. The hubs (stylet, cannula and catheter) were re inspected, and no anomalies were observed. Splits were noted on the distal portion of the catheter tip. Functional testing was performed and was successful without issue. Photo review was inconclusive due to poor quality image. Manufacturing review was performed and fracture (splits) were confirmed at the catheter tip. Therefore, the investigation is confirmed for identified material split issue. However, the investigation is unconfirmed for the reported catheter fracture as appropriate catheter split identified based on the provided information and nature of break. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage placement procedure using the navarre universal drain catheter under ultrasound guidance. During the procedure, it was reported that the sure lok thread had digressed after completion. The damaged component was identified as the sure lok thread. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage placement procedure using navarre universal drain performed under ultrasound guidance. During procedure, it was reported that the sure-lok¿ thread was found to have digressed after the procedure. The damaged component was identified as the sure-lok¿ thread. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. Photos were also provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage placement procedure using the navarre universal drain catheter under ultrasound guidance. During the procedure, it was reported that the sure-lok thread had digressed after completion. The damaged component was identified as the sure-lok thread. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample, one 6f navarre drainage catheter locking pigtail segment was returned for sample evaluation. Along with return sample two electronic photo was provided for review. Visual, microscopic visual and functional evaluations were performed. The cannula and the catheter were locked into place at the catheter hub. No visual anomalies were noted in the catheter hub. Splits were noted on the distal portion of the catheter. Functional testing's were performed and was successful without issue. Photo review was performed, and no visual anomalies were noted in the review. The investigation is confirmed for the reported catheter fracture as splits were noted on distal end of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.